Event description:
It was reported by the customer that the sphb numbers are readings up to three point either too high, or too low. The customer indicated that this unit was recently received back from being serviced/upgraded. No pt incident reported, and will engage in monitoring.

Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. However, the device was not made available to masimo to allow an analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a follow up report will be submitted. The device history records (DHR) were reviewed and it was determined that the device met all release criteria. No pt incident was reported.